Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle sftygld 25x5/8 rb contained foreign matter. The following information was provided by the initial reporter: " hair in the needle".

Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. One photo showed a blisterpak from batch #1077870. Two photos showed a blisterpak from the same batch and a safetyglide needle (p/n 305901). There appeared to be a strand of foreign matter protruding from the safety mechanism on the needle hub. The foreign matter appeared to be a strand of hair and was non-conforming per product specification. Potential root cause for the foreign matter defect is associated with the material handling process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that needle sftygld 25x5/8 rb contained foreign matter. The following information was provided by the initial reporter: " hair in the needle".